Event description:
Reporting status: death. Reporting rationale: the patient had an mi and died; unknown if related to the device. Device issue: no device malfunction has been reported. It was reported via trial that the patient had an acute myocardial infarction and died at home. The patient had six xience v stents implanted in 2008. No additional event or patient information is available.

Manufacturer narrative:
The five additional xience v stents (xience v 2.5 x 28 (part # 1009539-28/lot# 8071761); xience v 2.5 x 23 mm (part# 1009539-23/lot# 8061761); xience v 3.5 x 23 mm (part # 1009542-23)/lot# 8052641); xience v 2.5 x 12 mm (part# 1009539-12/lot# 8070261); xience v 2.5 x 18mm (part # 1009539-18/lot # 8071661) are being filed under the same manufacturer number.